Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had indicator lights on the control panel is flashing. The issue was found during a diagnostic colonoscopy procedure that was completed with a same device. There were no reports of patient harm.